Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital and an echocardiogram was performed, which revealed lead dislodgement and a cardiac perforation. The lead was repositioned and the event was resolved. The patient presented to the hospital for a second time and lead dislodgement was again confirmed. The lead was repositioned and the patient was in stable condition. Additional information was requested but was not received.